Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the matrix drawer did not open when prompted. On the test screen, the drawer was present and appeared to open, but it was not released. A field service engineer removed the back panel and discovered a bag and multiple medications jamming the drawer closed. The engineer cleared the medication jam, and the device then operated as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.